Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1927002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After transfemoral catheter angiography (tfca), in the process of stopping bleeding, the 6f/7f mynxgrip vascular closure device (vcd) entered into the unknown sheath and the balloon of the device was normally inflated, but when pulled back, the device was removed from the unknown sheath. There was no reported patient injury. The device will be returned for evaluation.

Event description:
After transfemoral catheter angiography (tfca), in the process of stopping bleeding, the 6f/7f mynxgrip vascular closure device (vcd) entered into the unknown sheath and the balloon of the device was normally inflated, but when pulled back, the device was removed from the unknown sheath. There was no reported patient injury. The device was not returned for evaluation.

Manufacturer narrative:
Complaint conclusion: after transfemoral catheter angiography (tfca), in the process of stopping bleeding, the 6f/7f mynxgrip vascular closure device (vcd) entered into the unknown sheath and the balloon of the device was normally inflated, but when pulled back, the device was removed from the unknown sheath. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot f1927002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as excessive force applied during pullback may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, ¿position balloon¿, it instructs users to pull gently on the device to retract the device until the black line in the tension indicator window aligns with the marker on the side to ensure the balloon is abutting the vessel wall with the correct amount of tension. If excessive tension is applied to the device during the position balloon step that can cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.